Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had safety disk replacement due malfunctions with fill manifold assembly. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (mail ID), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Corrected fields: b5 it was reported that during ppm the cardiosave intra aortic balloon pump (iabp) helium fill manifold assy and assembly, safety disk needs to be replaced. A getinge field service engineer (fse) states, helium fill manifold is giving a very high and continuous value during helium regulator calibration and attempt to regulate it slightly brings it down far below limits. Further attempt to regulate takes it back to very high value (710mmhg) which obviously indicate need for replacement of this module. There was no patient involvement and no adverse event reported. Faulty fill helium assembly (0997-00-0565) replaced with the new one. Leak test performed and no leak was found. Ppm then commenced. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had malfunctions with safety disk and fill manifold assembly. There was no patient involvement reported.